Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited a polarity s witch. The ra lead was reprogrammed and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: q70a2 ipg; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.